Event description:
The patient's son performed blood glucose testing on the patient for 3 days using the surestep meter, obtaining er1 each time. Patient's son contacted his sister stating he could not obtain a blood glucose result and had not given the patient insulin. Patient insulin is based on a sliding scale. Patient's daughter contacted the patient's physician and was advised to give a certain amount of insulin (amount not recalled). Pateint's blood glucose was tested a while later on the surestep meter and yielded an er1 result. The physician was contacted again and the son was advised to transport the patient to the hospital. A lab test upon arrival was 380-400 mg/dl. It is unknown if additional treatment was provided. The patient was not admitted.